Event description:
The user facility reported a small leak from the centrifugal pump during a bypass procedure. The perfusionist determined that it was not necessary to change out the unit or take any other corrective action to address this observation. The case was reportedly completed with no complications or pt injuries. Additional event specific information was not available.

Manufacturer narrative:
Although no volume estimate was provided, the user facility report indicates that some blood loss was associated with this event. The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available information had been placed on file in quality assurance for appropriate tracking, trending and follow-up.